Event description:
Ats45 articulating endoscopic linear cutter inserted into patient but stapler refused to cut and open despite numerous attempts. Ethicon rep, could not get it to work so he took it.